Event description:
A distributor reported a serious adverse event where a patient had to visit the emergency room due to an occlusion alarm on her insulin pump, which resulted in a high blood glucose level of 23 mmol/l. The family could not lower the blood glucose despite changing both the cartridge and infusion set multiple times. A nurse at the hospital identified the pump's occlusion alarm and was able to resolve it, allowing the insulin delivery to resume. The patient received treatment via the pump and was discharged after a five-hour stay without any injury or permanent damage. There was no reported adverse impact to the customer's blood glucose level following hospital treatment. Technical support provided guidance on managing occlusion alerts to prevent future occurrences.